Event description:
Boston scientific received information that during a recent av node ablation procedure, the ablation probe came to close to the patient's lead and this cause the device's defibrillation detect circuit to cease pacing to the patient, resulting in several seconds of loss of capture (loc). Once the tool was moved away, the device resumed normal pacing. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.